Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was damaged. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The sensor was returned to the manufacturer where the head of the sensor was confirmed to be damaged and peeled away. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.